Manufacturer narrative:
The physician's assistant stated upon further investigation, this event appeared to be due to a defective needle, not due to the device. The device was not returned to the MFR (MFR.) For analysis; therefore, the MFR.'s investigation of this event was limited to a trend analysis and review of the device history record. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Based on the info available, this event appears to be due to a defective needle, not due to the device or a device malfunction. No further details are available. The customer will be notified of the MFR.'s findings. The MFR. Is now closing the file of this event. Submitted to the FDA 10/9/1998.

Event description:
On 5/18/1998, the physician's assistant informed the manufacturer's (MFR.) Rep of the following: prior to the procedure, a tremendous amount of resistance was met when attempting to flush the device via the device septum using a huber needle. The saline flush barely came out of the catheter. The physician's assistant was not sure if this was a problem with the device septum or the needle so she decided not to use the device. The device did not come in contact with the pt. The physician's assistant stated that after the case and upon further investigation, it appeared to her to be a defective needle. The device was scheduled to be returned to the MFR. For analysis. No further details were provided at this time.